Manufacturer narrative:
(B)(4). Investigation summary this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive.¿depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No 510(k) number provided because this implant product code was sold internationally. It was sold in the us under a different product code. The correction/removal reporting number listed applies to the corresponding product code sold domestically. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision, right hip, asr xl acetabular system, reason for revision: pain. Doi: (B)(6) 2009; dor: (B)(6) 2017; right hip.